Event description:
A patient reports while wearing a pod for less than an hour their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pods adhesive had separated from the pod infusion site (abdomen), causing the cannula to become dislodged.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.